Event description:
It was reported that during an unk procedure, the trocar broke off and fell into the pt. It was retrieved. They completed the procedure with a new trocar. No pt consequence reported. No other details are known.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.